Manufacturer narrative:
Due to character limit: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that intra aortic balloon (iab) device had blood entry. There were no patient harm or injury was reported.